Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the display latch hasps were broken and further noted that the device was out of specification on its antenna connected right functional test and that widespread corrosion was found throughout the device. Because of the corrosion the device was to be scrapped and replaced.

Event description:
It was reported that the programmer needed repair of all broken latch/locking mechanisms. There are no known issues with the programmer function. The programmer was returned for repair. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.